Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint concerned a (B)(6) male patient of unknown origin. Medical history included cerebral thrombosis and was hospitalized for cerebral thrombosis. Concomitant medications included acarbose for unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50/50 mix 100 u/ml) from cartridge formulation via reusable humapen ergo ii , from an unknown dose and frequency, subcutaneously for the treatment of diabetes mellitus, beginning on (B)(6) 2018. The dose was later changed to 18 international unit in the morning and 20 international unit at night. On an unknown date after starting, insulin lispro protamine suspension 50%/insulin lispro 50%, injection button of a humapen ergo ii could not be pressed down, the black injection screw did not move, no insulin flowed out, and the round base of the black injection screw fell off ((B)(4) lot 1806d01). Since (B)(6) 2022, he was unable to inject insulin lispro protamine suspension 50%/insulin lispro 50% till (B)(6) 2022. Since an unknown date, his illness (diabetes) became severe and had sequelae of cerebral thrombosis now due to diabetes mellitus. As of (B)(6) 2022, felt unwell all over the body and had high blood glucose. The events of cerebral thrombosis and diabetes mellitus inadequate control was considered as serious due to their medical significance. Further information regarding corrective treatment, outcome of events and therapy status of insulin lispro protamine suspension 50%/insulin lispro 50% was unknown. The operator of humapen ergo ii was unknown and his/her training status was not provided. The suspect humapen ergo ii and general humapen ergo ii duration of use was one month. Action taken with suspect humapen ergo ii was unknow and its return status was not provided. The reporting consumer did not know if events were related with insulin lispro protamine suspension 50%/insulin lispro 50% treatment and did relate events with suspect humapen ergo ii complaint. Update 31-mar-2022: additional information from the initial reporter via psp was received on 29-mar-2022. Added age, height, weight and nationality of the patient. Added two medical histories. Added start date and two dosage regimens. Removed the event of cerebral thrombosis. Updated narrative with new information. Edit 06apr2022: updated medwatch and (B)(6) (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint concerned a 59-year old male patient of unknown origin. Medical history included cerebral thrombosis and was hospitalized for cerebral thrombosis. Concomitant medications included acarbose for unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50/50 mix 100 u/ml) from cartridge formulation via reusable humapen ergo ii , from an unknown dose and frequency, subcutaneously for the treatment of diabetes mellitus, beginning on (B)(6) 2018. The dose was later changed to 18 international unit in the morning and 20 international unit at night. On an unknown date after starting, insulin lispro protamine suspension 50%/insulin lispro 50%, it was noted that due to the failure of the injection pen he did not inject insulin from the evening of (B)(6) 2022. It was further described that the injection button of the humapen ergo ii could be pressed down, the black injection screw did not move, no insulin flowed out, and the round base of the black injection screw fell off (pc (B)(4) lot 1806d01). Since (B)(6) 2022, he was unable to inject insulin lispro protamine suspension 50%/insulin lispro 50% till (B)(6) 2022. Since an unknown date, his illness (diabetes) became severe and had sequelae of cerebral thrombosis now due to diabetes mellitus. As of (B)(6) 2022, felt unwell all over the body and had high blood glucose. The events of cerebral thrombosis and diabetes mellitus inadequate control was considered as serious due to their medical significance. Further information regarding corrective treatment, outcome of events and therapy status of insulin lispro protamine suspension 50%/insulin lispro 50% was unknown. The operator of humapen ergo ii was unknown and his/her training status was not provided. The suspect humapen ergo ii and general humapen ergo ii duration of use was one month. Action taken with suspect humapen ergo ii was unknown and was not returned to manufacturer.. The reporting consumer did not know if events were related with insulin lispro protamine suspension 50%/insulin lispro 50% treatment and did relate events with suspect humapen ergo ii complaint. Update 31-mar-2022: additional information from the initial reporter via psp was received on 29-mar-2022. Added age, height, weight and nationality of the patient. Added two medical histories. Added start date and two dosage regimens. Removed the event of cerebral thrombosis. Updated narrative with new information. Edit 06apr2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 24feb2022: additional information received on 20apr2022 from the global product complaint database. Entered device specific safety summary (dsss) for humapen ergo ii device associated with pc (B)(4), lot 1806d01. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly. Edit 26apr2022: the case was unlocked for minor edits in the narrative.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 25apr2022 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that the injection button of his humapen ergo ii device could be pressed down, the black injection screw did not move, no insulin flowed out, and the round base of the injection screw fell off. Due to the device issue, the patient was unable to inject insulin and experienced inadequate control of diabetes mellitus. The device was not returned to the manufacturer for investigation (batch 1806d01, manufactured june 2018). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regard to injection screw/ratchet not moving or foot detached issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The core instructions for use state to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.